Event description:
It was reported, that while the pt was in the intensive care unit, the pump alarmed "multiple helium loss alarm." The staff noticed a continued loss of helium on the balloon pressure wave. The intra-aortic balloon (iab) was removed and another iab was inserted. The pump alarmed the same "multiple helium loss alarm" and as a result, the pump was exchanged off the pt. A third party service organization was informed. There were no reported pt complications.

Manufacturer narrative:
Product will not be returned for evaluation.